Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the premature ventricular contraction (pvc) case had been finished and the physician had unscrubbed, they noticed the patient's blood pressure had dropped after the intracardiac echocardiography (ice) catheter had been removed from the patient's body. The physician rescrubbed and used a soundstar catheter to confirm a pericardial effusion. A tap was done to drain fluid from the patient and 600 ccs of fluid was removed from the patient's body. The patient then stabilized and there was no surgery needed on the patient. The physician stated they believed the effusion was there before the case formally started. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the premature ventricular contraction (pvc) case had been finished and the physician had unscrubbed, they noticed the patient's blood pressure had dropped after the intracardiac echocardiography (ice) catheter had been removed from the patient's body. The physician rescrubbed and used a soundstar catheter to confirm a pericardial effusion. A tap was done to drain fluid from the patient and 600 ccs of fluid was removed from the patient's body. The patient then stabilized and there was no surgery needed on the patient device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. However, if the product or product details are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Initially the device reported under the 3500a initial under d4. Catalog was ¿unk_smart touch bidirectional¿. The biosense webster, inc. Product analysis lab received thmcl smtch sf bid, tc, d-f / d134805 / lot #: 31060809l for this complaint. An investigation was performed to determine if the device received was the correct device for this complaint or if the device received belonged to a different complaint. Additional information was received on 02-nov-2023 clarifying that the device received was the correct device for this complaint. Therefore, updated the following fields: - d1. Brand name. - d2a. Common device name. - d4. Lot. - d4. Catalog. - d4. Unique identifier( UDI). - g4. PMA/ 510(k). - d4. Expiration date. - h4. Device manufacture date. The bwi product analysis lab received the device for evaluation on 02-nov-2023. Device evaluation details completed on 29-nov-2023: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). During an internal review on 01-dec-2023, noted a correction to the 3500a initial as in error left "h5. Labeled for single use?" Field blank. However, it should have been processed as "yes". Therefore, processed.